Event description:
The patient experienced a loss of therapeutic effect. The implantable neurostimulator (ins) and extension were replaced for routine battery depletion. During the surgery, once the new ins and extension were in place, impedance measurements were >10,000 ohms. They determined that the lead was bad and replaced it. The patient stated the lead "crumbled" in his back. Additional information has been requested, a follow-up report will be sent if additional information becomes available.